Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed for a leak during mechanical ventilation. There was no report of patient injury.